Manufacturer narrative:
(B)(4)

Event description:
It was reported a merlin transmission revealed inappropriate auto mode switching episodes due to far-field r-wave oversensing on the atrial channel. The patient was asymptomatic. Recommended programing changes were made. The patient condition is stable.